Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and oversensing of noise that lead to inappropriate shocks. A lead revision procedure was performed where the pace sense portion of the rv lead was found to be fractured. Subsequently the pace sense portion was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.